Manufacturer narrative:
Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had cracks. His/her blood glucose level was not reported. The product was returned. Nothing further to report.